Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat and white particles. Leak test was performed and found opening on radius/posterior. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening and striated opening on the radius side. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. A striated edge opening on radius due to surgical damage.

Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device was explanted.